Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a shaft fracture occurred. The lesion to be treated was located in the anterior tibialis. While advancing the 2.25x25mm maverick2 monorail balloon to the target lesion the shaft broke in two pieces. The shaft fractured outside of the patient; however, the balloon was still inside the guide catheter. The procedure was completed with another of the same device. The patient status is listed as ok with no complications reported.

Manufacturer narrative:
(B)(4).